Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 7. Reference MFR. Report#: 1627487-2017-05671, reference MFR. Report#: 1627487-2017-05672, reference MFR. Report#: 1627487-2017-05673, reference MFR. Report#: 1627487-2017-05674, reference MFR. Report#: 1627487-2017-05676, reference MFR. Report#: 1627487-2017-05677. The patient had an scs system for off-label use. It was reported the patient's scs system was explanted due to an infection at the ipg and lead sites. Cultures were taken but the results are unknown. The patient was given antibiotics intravenously. The infection resolved over time.